Event description:
On (B)(6) 2013, comatrix cardiovascular rec'd details of an event involving the use of a comatrix ecm for carotid repair device and reported late onset local infection at the carotid endarterectomy incision, resulting in a prolonged hospitalization. Details of the event are provided below: on (B)(6) 2013, the pt underwent a right carotid endarterectomy with comatrix patch angioplasty. At the first follow up visit approximately one month post-procedure the carotid endarterectomy incision reportedly "looked good." Approximately five and half weeks post-procedure on (B)(6) 2013, the pt presented with significant erythema with a fluctuant 2 cm mass resembling pus just below the carotid endarterectomy incision. The incision was described as well-healed. The pt was admitted to the hospital and thyroid ultrasound and carotid duplex imaging were performed. On (B)(6) 2013, the pt underwent incision and drainage of the abscess, and wound cultures were performed. All wound cultures were negative. Following the incision and drainage of the abscess, the pt was treated with antibiotics and a wound vacuum, and was discharged from the hospital on (B)(6) 2013. It was reported that the pt was presented to the hospital requiring a second incision and drainage of the abscess on (B)(6) 2013. The pt was admitted to the hospital and following the incision and drainage of the abscess, the pt was treated with antibiotics and a wound vacuum. The pt was discharged from the hospital on (B)(6) 2013. The cause of the late onset local infection at the carotid endarterectomy incision is unknown. During the incision and the drainage procedures, there was no action taken regarding the comatrix ecm for carotid repair device as the infection was localized at the carotid endarterectomy incision and no device involvement was identified. Per communication with the physician, there were no sequelae and the pt is now doing fine.